Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 221mg/dl. Troubleshooting was performed. The caller stated that the time on the insulin pump was not advancing, and the buttons were unresponsive. Instructed the customer to remove the battery for two hours and to insert a new battery, but the anomaly continued. The caller stated that she did not hold the buttons for three minutes or longer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.